Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), implanted: 2008-(B)(6), product type programmer, patient. Product ID 3889-28, lot# v152799, implanted: 2008-(B)(6), product type lead. (B)(4).

Event description:
It was reported the patient was not able to make adjustments with the antenna attached. It was stated on 2013-(B)(6) the patient had pain and wanted to increase from 2.0v but ¿it wouldn¿t make contact.¿ batteries in the programmer were changed but she still had the poor communication screen. The patient was recommended trying to communicate without the antenna attached. It was noted there was no stimulation sensation and a loss of therapeutic effect. The patient started having pain about two weeks prior to report. It was also noted the patient never really felt stimulation because she always had the amplitude fairly low. Reportedly, the patient experienced a shocking or jolting sensation about one year prior to report. The setting was at 3.0 volts which was ¿a little too high¿ and it gave her ¿shockwaves¿ so she lowered the settings and then she was fine and had been ok since.